Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed reddish material in the pebax. Microscopic inspection revealed a hole in the pebax surface. The device was connected to carto 3 system, and it was recognized; however, error 105 appeared on the system due to an open circuit in the tip area. Error 105 could be related to the reported event. A manufacturing record evaluation was performed for the finished device lot number 31363174l, and no internal action was found during the review. The force sensor error reported by the customer was confirmed as open circuit was detected during inspection. The potential cause of the open circuit could not be determined. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, a 106 sensor error occurred when the catheter was connected. The issue was not improved by reconnecting the catheter and the dongle or replacing the cable. The error was resolved by replacing the catheter. The procedure was completed without patient's consequence.